Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. During inspection on 12/31/2025, the baxter technician found there was exposed copper wires on the ac side of the unit. Although there was no reported injury with this event, if the report of damaged power supply with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
The customer reported the device was not charging. There was no patient/user injury reported. During inspection on 12/31/2025, the baxter technician found there was exposed copper wires on the ac side of the unit. This report was filed in our complaint handling system as complaint#: (B)(4).